Event description:
This pt was in for declotting of his arterio-venous graft. He was an end-stage renal disease pt. The physician punctured the graft, inserted the guide wire, but it did not advance satisfactorily. Physician punctured the graft again, reintroduced the guidewire. He noted that the wire felt as if it were coiled. When he attempted to remove this wire, it broke leaving a piece inside of the graft. Pt was taken to surgery and the wire was removed in two pieces. When the second piece was removed. It was noted that it had knotted on itself.